Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal stent graft extension and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure, a type 1a and 3b endoleak with sac growth was identified. The physician elected to do an open repair and explant the devices. The repair was successful and the patient did well.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of a type 1a endoleak. The reported type 3b endoleak was refuted, rather there was intramural thrombus present throughout the stent graft. The reported sac growth, open repair and explant complaint was not conformed due to lack of relevant medical records and images available for review. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records and images available for review. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata.

Event description:
Additional information: during the investigation of this event, the reported type 3b endoleak was refuted, rather there is intramural thrombus present throughout the stent graft.